Event description:
Our scrub tech was opening for a surgical case when she noticed the "k" dissectors (kitners) she was opening had only 4 in the package instead of five. The company is pilling wecksorb, ref# 200202, lot #22e1526